Event description:
Plaintiff was employed at a county jail and wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering physical injury and developing a latex allergy.